Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the condition of failure code 808:02. (B)(4).

Event description:
During review of the event history by baxter it was discovered that failure code 808:02 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history. The failure code was not duplicated and therefore the root cause could not be determined at this time. This is a baxter owned device and therefore will not be returned to the customer and no repairs will be completed at this time. A follow-up report will be submitted if additional information becomes available. (B)(4)